Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The vascular access site was the right femoral. The 90% stenosed lesion was located in a severely tortuous and moderately calcified left external iliac artery. On the first inflation, the wanda 3.0-20, 80 balloon was inflated to three atmospheres and ruptured. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).